Event description:
The pt came in for a bravo ph procedure. The exam was completed successfully and the pt left with the bravo receiver for 48 hours. The pt returned the receiver two days later. The nurse noticed it was damaged and she attempted, but was unable to upload the data. She made a second attempt to upload the information, contacted technical support for assistance, but was unsuccessful. An attempt was made to call the pt, but there was no answer.